Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 280 mg/dl and a bolus via the pump was delivered to address the bg level. During troubleshooting with tandem technical support, an air bubble was observed in the tubing. Tandem technical support assisted the contact with priming out the air. A new infusion set site was inserted and insulin delivery was resumed.